Manufacturer narrative:
H3: one used sample was received for evaluation. Visual inspection of the sample found no leaks. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A blunt canula and a syringe was used to draw blood from the sampling port; the syringe was able to draw blood without air bubbles. The customer issue was not confirmed through the analysis of the returned sample since there was no leaking found; therefore, the unit was found within specification. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot.

Manufacturer narrative:
E1- customer email reported as (B)(6) if addition information become available report will be updated. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that the doctor performed an indwelling needle puncture for a patient undergoing a painless outpatient gastrointestinal endoscopy. After seeing blood return during the puncture, when the catheter assembly was advanced into the blood vessel, the needle safety device detached. After detachment, blood flowed out from the catheter assembly, causing the patient to feel dissatisfied, leading to blood pressure fluctuations and affecting anesthesia and the gastrointestinal endoscopy. There was patient involvement/ no harm reported.